Event description:
It was reported that asymptomatic patient presented to the hospital for a generator change. During the procedure the physician observed the outer layer of insulation had peeled off near the connector pin. It is believed that the abrasion was most likely due to rubbing from the can. The lead remains implanted. No further information available.

Manufacturer narrative:
(B)(4).